Event description:
It was reported by the patient that the previously working remote monitor was not responding to the start button. The set up was verified and the power cord was unplugged and replugged back in, but the monitor did not reset. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found corrosion and contamination on the printed circuit board assembly. There was also an unknown liquid seepage from the notch of the top housing to the shield cover on the printed circuit board assembly. With this corrosion the unit was unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.